Manufacturer narrative:
(B)(6) 2024 rc #713543 additional information received on 03jun2024 initial reporter information. Updated fields: b4, d9, e3, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that during use cardiosave intra aortic balloon pump(iabp) had an auto fill failure alarm and helium issues.patient involvement and no harm reported. On (B)(6) 2024 - a getinge field service engineer (fse) confrmed the problem stated, unit has autofill failure. Fse troubleshot the unit and found the pressure to be at -20 and was unable to calibrate. Fse suspected the scroll compressor to be the issue. Fse removed and replaced compressor, but the problem was still present. Fse removed the new compressor and installed original compressor back on pump. Fse will be ordering the motor control pcb and return. Again on - (B)(6) 2024 fse returned with motor control pcb, removed and replaced board, but problem was persistent. Pressure was still at -20. Fse troubleshot the unit and found the issue to be the drive manifold assembly and pressure transducer. Parts have been ordered, will return once parts are on hand.on (B)(6) 2024 fse returned with drive manifold assembly and pressure transducer, then he disassembled and replaced both of these parts, and reassembled the unit. Also he powered on the unit and found the pressure to be normal and within range. Fse performed all transducer and regulator calibrations. Completed a full pm check per manufacture specifications, unit has passed all test and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed auto fill failure alarm. The unit was not inflating during procedure. Unit was swapped . There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a